Event description:
Ceramic tip broke off in pt during turp procedure. Doctor completed procedure and then retrieved broken piece. While removing piece with biopsy forceps, piece dropped out of forceps inside the pt. Doctor used a hemostat to retrieve it and it broke into 3 pieces nicking urethra and causing bleeding. Retrieved all 3 pieces and used cautery to stop bleeding. Procedure completed successfully. Pt condition post-op good.